Event description:
It was reported that anomalous capture values had been observed on the left ventricular lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.